Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: capsular contracture, baker grade IV and patients concern with product further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual analysis of the identified photos: encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional reported "grade 4 capsule." Device has been explanted.